Event description:
Reason: air embolus in delivery system noticed during implantation of pfo (occlutech implant) using ods iii. Possible incidence of ventricular arrhythmias noted. Please be informed of the new odsiii complaint. Customer complaint will follow soon. I will be glad to forward your additional questions to the customer. Notification to occlutech: 2nd april, location: (B)(6), date: to be investigated, products: ods iii and pfo (product codes and serial numbers being investigated), devices: pfo implanted as planned, no further complications. Ods iii not retrieved. "[?]" Patient: no complications reported, action: local agent will obtain more clinical information.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.